Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an urgent low soon alert while not receiving consistent sensor readings. The user later confirmed a lowest blood glucose (bg) of 58 mg/dl and a highest bg of 263 mg/dl. The event was attributed to a faulty sensor that intermittently connected before failing. The user treated with applesauce, replaced the sensor, and bg values returned to range. No symptoms were reported, and no medical intervention was required.